Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The pdrn indicated the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment.

Event description:
A peritoneal dialysis (pd) patient reported that she was just released from the hospital due to peritonitis. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had been hospitalized from (B)(6) 2016 due to an episode of peritonitis, without allegation of device malfunction. Per pdrn the fluid culture results showed no growth, but the patient exhibited an extremely high white cell count. The pdrn indicated the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment. The nurse confirmed the patient received effective peritoneal dialysis therapy while hospitalized, thus no treatments were missed. The nurse indicated as of (B)(6) 2016 the patient¿s signs and symptoms of peritonitis and fibrin buildup had resolved, the alarms have not re-occurred, and the patient had been able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested but have not been made available.

Manufacturer narrative:
(B)(6). Medical records were reviewed by post market surveillance staff. Medical records do not contain a peritoneal dialysis fluid cell count for review. The pdrn indicated the episode of peritonitis was due to touch contamination where the patient did not practice aseptic technique during treatment (the patient did not wash their hands and did not don a mask). Medical records reveal that the patient recently developed peritonitis, was started on intraperitoneal cefazolin and improved. The physician notes state the patient¿s abdominal pain lessened but, the abdominal pain rapidly returned requiring a second round of intraperitoneal antibiotics. The physician documented the patient was half-way through this second antibiotic regiment when she presented to the hospital on (B)(6) 2016. The date of this initial peritonitis is not mentioned in the medical records. The medical records do not contain any medical record information from the initial peritonitis mentioned in the medical record. Medical records do not contain peritoneal dialysis clinic progress notes for review. Medical records do not contain peritoneal dialysis treatment records for review. Medical records do not contain a serial number for the cycler used during the initial peritonitis. There is no report of malfunction or leak. The source of the patient¿s peritonitis is not mentioned in the medical record. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s peritonitis. The physician documented the patient had a recurrent/relapsing peritonitis. The patient¿s culture was negative and there is no culture for the initial peritonitis to compare. There are no culture results to indicate whether the peritonitis is recurrent or relapsing. However, medical records do suggest if the patient¿s pain lessened but then rapidly returned requiring a second round of antibiotics that the peritonitis is relapsing. Due to the lack of medical record information, no conclusion can be made regarding any causal relationship between the patient¿s peritonitis and the patient¿s peritoneal dialysis products.

Event description:
Medical records were provided by the patient's dialysis center. A call was placed to the peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient had been hospitalized (B)(6) 2016 due to an episode of peritonitis without allegation of device malfunction. Per the pdrn, the fluid culture results showed no growth, but the patient exhibited an extremely high white cell count. The pd patient was a (B)(6) female who presented to the hospital on (B)(6) 2016 currently on intraperitoneal cefazolin for pre-existing peritonitis. The patient had recently developed peritonitis (date unknown) and was started on intraperitoneal cefazolin and improved but the abdominal pain rapidly returned requiring a second round of intraperitoneal antibiotics. The patient was halfway through this second round of antibiotics when she presented to the hospital on (B)(6) 2016. In the hospital, the patient was experiencing recurrent nausea and vomiting as well as severe constipation. The patient had a moderately tender abdomen and was hypotensive. The patient was admitted into the hospital and administered intravenous gentamycin and vancomycin. The patient¿s abdominal pain improved and the peritoneal effluent changed to a ¿cranberry¿ color and heparin was added to the bags to prevent clotting. The patient¿s constipation was treated with dulcolax suppositories and was resolved. Patient¿s peritoneal dialysis fluid cultures showed ¿no growth.¿ the patient was discharged home on (B)(6) 2016. The patient¿s discharge diagnosis was acute bacterial peritonitis.